Event description:
During use of the subject device for a laparoscopic assisted distal gastrectomy, probe damage error occurred. After that, the probe of the device was broken when the user checked the probe. The procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 16.5 mm from the distal end. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the surgeon outputted the device contacting with something hard, and the probe cracked. After that, the probe was broken when the user checked the device outside of the patient body. This report is being submitted as a medical device report in an abundance of caution.